Manufacturer narrative:
1. No nonconformance was found and recorded in the document (qa-w-21-03) after okb reviewed device history record (dhf) of the suspected meter (serial#: 51850-3795476) and strips (lot#: d220119b-1). 2. The meter was shipped to pdc on 2018-07-23, and strips with 2-year shelf life were manufactured on 2022-01-19. Because the suspected items were not returned to okb, the retained meter (serial#: ok-a-qc-01) was used to re-examine its setting and all functions, and no malfunction occurred. Also, retained strips that were the same batch as suspected ones were obtained from okb's warehouse, and they were used to re-test by the retained meter and any valid control solutions (batch# of level low: 0ah1a03 and exp. By 2022-12-31; batch# of level high: 0ah3a17 and exp. By 2022-12-31). Re-testing results (level low: 55/49; level high: 292/288) met the acceptance criteria (level low: 30~75; level high: 230~340), and desiccants of the strip vial are still functional (orange color). 3. The root cause of the complaint was unable to be verified without the suspected items and more critical information. Therefore, the complaint must be closed out if no further action or information from the user.

Event description:
Caller stated that medical attention was sought on (B)(6) 2022 around 8:20am at home. Caller stated that she tested her blood glucose with prodigy meter and received a result of 416mg/dl. A normal result for that time of day is usually around 109mg/dl. Caller stated that she was feeling dizzy and called paramedics. Prior to testing the end user stated that she ate two boiled eggs, sausage, and half of glass juice (did not specify what kind). Caller stated that she did not consume any medications food or drink while waiting for paramedics. Paramedics arrived within 5 minutes, tested the end users's blood glucose with their meter, and received a result of 190mg/dl. Paramedics did not do any tests with the prodigy meter. The caller was not transported to the hospital nor was she given any treatment for her glucose levels. Caller stated that she is not taking any insulin. No additional information provided.